Manufacturer narrative:
The actual device was not available for review. Without receiving sterile devices from the same finish, the ethicon third party evaluation of the needle component, or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. An evaluation of the manufacturing records could not be performed as the required lot number was not provided to complete the evaluation.

Event description:
It was reported on (B)(6) 2026 that a patient experienced an allergic reaction. No additional information was received.